Event description:
It was reported that the bd ultra fine¿ pen needle pierced through the shield before use and the consumer stuck themselves on it. The following information was provided by the initial reporter: "just making you aware of a quality issue- a needle from a box marked ndc/hri# 08290-3201-09 had a needle that had gone through the protective cap (needle is still sealed and unused). I stuck myself while grabbing a new needle."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for cannula through shield & needle stick. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra fine¿ pen needle pierced through the shield before use and the consumer stuck themselves on it. The following information was provided by the initial reporter: "just making you aware of a quality issue- a needle from a box marked ndc/hri# 08290-3201-09 had a needle that had gone through the protective cap (needle is still sealed and unused). I stuck myself while grabbing a new needle."